Event description:
It was reported that this right ventricular (rv) lead was connected to the right atrial port, which is an off-label use of the leads. This rv lead has been showing noisy signals and erratic impedances that is affecting the pacemaker performance. Due to issues with this product, technical services recommended to turn off the minute ventilation feature, turn on atrial capture control and do a hall walk. This rv lead remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).